Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information : the broken blade tip of harmonic ace instrument was removed in time and patient was doing well after the surgery. Patient related information could not be provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the harmonic ace instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and it was found to have a broken blade at the tip. A piece measuring approximately 0.352" x 0.085" was found to be broken off and was not returned. Additional observation(s) : the instrument had failed an energy recognition test when placed on an in-house energy generator. The instrument failed an energy recognition test due to a broken blade. The probable root cause of broken blade is attributed to use conditions. Indented, cracked, or broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip of harmonic ace instrument was not working after the pressure on blade tip was reduced. The procedure was completed with no reported injury.